Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. During investigation, it was found that all keypad button presses did not activate desired pump functions. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the ok button is slow to respond. It was reported the keypad is intact and there is no exposure to moisture.